Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Update to adverse events added no consequence or impact to patient. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02037 and 3007042319-2015-02038) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical personnel that a patient experienced power switching. The patient stated that the batteries "immediately switch from one to another port". There were no reported consequences or impact to the patient; batteries were swapped from facility stock. No additional information provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-02037 and 3007042319-2015-02038) submitted for devices related to the same event.